Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a loss of capture was noted on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected but was unable to be confirmed. The lead was repositioned with no resolution. The following day, a lead revision procedure was performed but was unsuccessful; therefore, the original lead was repositioned and remained active and implanted. The patient was stable and will continue to be monitored.